Event description:
The physician was performing aortic aneurysm repair with three vessel chimney repair of both left and right renal arteries and sma. The stents were deployed successfully and properly. The completion step of the procedure was to balloon the aorta and stent graft with a reliant balloon. All three icast balloons were re-inflated to prevent crushing of the stents by the reliant balloon. After ballooning was completed it was noticed that the icast balloon of the sma stent had burst possibly from the fixation barbs from the stent graft. During the effort to remove the balloons and sheaths from the axillary artery it was determined that the sma stent balloon was unable to be retrieved through the 7fr sheath. Finally through removal of the axillary conduit that was sewed on to the vessel, the sheath and balloon were able to be removed without complication to the pt. The reason for concern and request for investigation is that the physician was concerned that the balloon should not have reacted the way that it did upon rupture. The balloon had prolapsed/balled up so that retrieval through the sheath was not possible.

Manufacturer narrative:
Device is currently undergoing an engineering eval. A f/u report will be submitted upon completion of the eval.